Event description:
It was reported by the rep that when the devices were used during a laparoscopic assisted vaginal hysterectomy procedure, they jammed. Another device was used to complete the case. There was no consequence to the pt.